Event description:
Reporter alleged discrepant back to back blood glucose values of 88, 47, & 139 mg/dl when testing was performed 5 minutes apart on the active sys. No actions or treatment reported. A request was made for the return of the suspect device and replacement prod was sent.